Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation due to possible rubbing. The irritation was described as red with open bleeding sores. The patient was remeasured and issued a new garment be field services. There was no alleged device malfunction contributing to the irritation. The areas were treated with santyne ointment and and optifoam by the nursing staff. The medical outcome is unknown. Supplemental report 9/8/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation due to possible rubbing. The irritation was described as red with open bleeding sores. The patient was remeasured and issued a new garment be field services. There was no alleged device malfunction contributing to the irritation. The areas were treated with santyne ointment and and optifoam by the nursing staff. The medical outcome is unknown.